Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that while checking IV lines in the nicu, the nurse found the tubing for lipids was leaking at the "filter connection site". The lipids were stopped and the tubing was disconnected from the PICC line. There was no patient harm.